Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and battery failed alarm. Customer stated that there was battery residue on the cap and compartment. Customer stated that contacts on battery cap were not missing or damaged. Customer stated that the display did not return. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected blank display anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with corroded battery tube, cracked reservoir tube lip, broken battery tube threads, cracked case from reservoir tube window corners, cracked reservoir tube window and stained end cap sticker. The test infusion set and reservoir does lock into place.